Event description:
It was reported that the patient's wife called on sunday evening. Patient reports no sound from his external speech processors. He has tried using both his cpu's, changed out the battery packs, coils and coil cables, but with no change in the situation. The speech processor test device indicated that the external equipment is functioning. Sound began fading early in the day, by evening there was no sound, other than a slight cracking noise. Trauma to implant site was denied. The patient was seen by his audiologist on monday, (B) (4) and testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.